Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a split in a powerpicc solo is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation revealed a longitudinally aligned split between the 4 cm and 5 cm depth markers. A microscopic observation revealed the catheter appeared flat at the split site. The split has a granular fracture surface and sharp fracture edges. The catheter was subsequently cut just distal of the observed longitudinal split to measure the wall thickness of the catheter. The wall thickness measured within its drawing specifications. Based on the features observed along the split site, the failure is likely due to compression damage or cyclic kinking along the fracture site. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "user found PICC line to be fractured beneath the secur-a-cath. PICC replaced." No other information was provided.

Event description:
It was reported by the customer "user found PICC line to be fractured beneath the secur-a-cath. PICC replaced." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.